Manufacturer narrative:
The actual complaint product was not returned for evaluation. The complaint was around the ipk kit, (suture, guidewire and dilator). The sample received was not those. It was a non-avanos product, it appeared to be a part of pumping set. A review of the device history record and UDI number are in-progress. All information reasonably known as of 28-mar-2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
It was reported the "guidewire was kinked at the tip straight out of package anchor sutures broke [two times] while trying to advance the sheath in stomach. Difficult to advance g-tube through the peel away it pulled the tube back out of the stomach despite tube being adequately lubricated and fixed in place manually." Another device was opened and used. The patient was reported to be in recovery. There was no reported injury.

Manufacturer narrative:
The actual complaint product was returned for evaluation. All information reasonably known as of 08-apr-2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.